Manufacturer narrative:
The manufacturer previously reported a third party service center replaced a system board. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing to power the device on was found to be consistent with program corruption. Evaluation conclusion: the manufacturer only investigated the system board.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, the device was alarming for a ventilator inoperative condition and the display screen was black. The device's system board was replaced to address the issues.